Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8100 sn: (B)(4) customer wanted to know what is the cause of this error code. Case resolution: I explain to the customer that he may need to replace the motor control board. However I also explain to him that the wire may have come disconnected? However I also explain to the customer that if it's not disconnected then he would need to replace the motor control board. The customer said ok and the call was ended.